Manufacturer narrative:
The patient used a rigid and gas permeable contact lens disinfecting solution on her soft contact lenses. The labeling for this product clearly states it is not for use with soft contact lenses. The product was tested and met all shelf life limits.

Event description:
Patient reported corneal injury after use of product intended for use with rigid and gas permeable contact lenses on her soft contact lenses. Medical records document caustic bilateral cornea conjunctival caused by lenses impregnated by contact lens solution. Extensive ulcerations cornea conjunctival os>od which have evolved satisfactorily. Treated with atropine 1%, tobradex, artificial eyedrops, ointment for edema and diclofenac.